Manufacturer narrative:
(B)(4). Evaluation summary: evaluation was completed and the condition of depleted battery was confirmed. Inspection of the device revealed potentially damaged batteries. The main batteries were replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).

Event description:
The device was returned for service. During service by baxter, depleted main batteries were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.